Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 5 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017, it was reported that the patient was admitted on an unspecified date for a possible ischemic stroke. The manufacturer¿s technical service representative reviewed the submitted log file which contained data from (B)(6) 2017 and observed that power and flow were trending upward. Additional information was requested but not provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed a transient low flow alarm, a specific cause for the event could not be conclusively determined through this evaluation. In addition, a direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established. Stroke is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.